Manufacturer narrative:
D10: (B)(6), 300-30-06 - equinoxe preserve stem 6mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-31-36 - glenosphere, 36mm, (B)(6), 320-35-01 - small glenoid plate, (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0. Multiple MDR reports were filed for this event, please see associated report: 1038671-2023-01801. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. The revision reported in this event may be the result of the humeral stem septic loosening and subsidence as reported. However, the loosening and subsidence cannot be confirmed and any potential contributions from user or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. The reason for the infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. A review of the sterile certificate for all explanted components was performed, and the sterile lots were accepted to the requirements. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a right reverse total shoulder arthroplasty. Subsequently, approximately one (1) and half (1/2) year later, the patient developed progressive pain and stiffness in the shoulder with sequential x-rays showing humeral loosening and subsidence of the humeral component. Esr and crp were elevated and aspiration failed to grow bacteria. As a result, the patient underwent right reverse total shoulder revision surgery. Intra-op cultures revealed staphylococcus epidermidis and cuti bacterium acnes. Patient treated with antibiotics for six (6) weeks. Patient's outcome was reported as resolved with revision procedure. It was reported two (2) months post-operatively the patient stated no pain in the right shoulder and has full function for activities of daily living. No additional information is available.